Manufacturer narrative:
(B)(4)

Event description:
Ous MDR. The patient was shocked 32 times, which was reported via home monitoring. The next day the patient came for a follow-up. Noise was noted on this lead. It was suspected the insulation was damaged because there was a decrease in lead impedance from 850 ohms to 370 ohms and an increase in threshold from 0.6v to 20.v. The patient was hospitalized and therapy was turned off. During the operation, the rv lead couldn't be removed, so the physician removed the ICD instead and asked that it be used to analyze what was wrong with this lead. There is no complaint against the ICD.